Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's display was dim and cannot be adjusted during set up. The customer requested onsite service to repair. It was reported that the display may have 1st gen lcd installed. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that user interface (ui) switchboard was replaced, and the lcd powers on.

Manufacturer narrative:
The repair for this device cannot be conducted at this time, due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this device. The material ordered (rp-ui assy, w/o nav-ring, gray, v60) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A service engineer was dispatched, and the user interface (ui) assembly was replaced. After the replacement, it was reported that the system was able to display light on the screen when turned on. The device passed all tests. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
H11: it was noted that the service engineer (se) replaced the user interface (ui) switch board, and the lcd powered on; however, additional details within the servicemax record, noted that the lcd screen was on backorder. The device was not returned to service. H10 a follow up was performed with the se regarding the lcd, and it was reported that after replacing the ui switch board, the issue had not been resolved. The se noted that they were waiting for the lcd screen in order to complete the repair. The repair for the device cannot be conducted at this time, due to a back order status of a part (lcd screen) needed for correction. When the part becomes available, the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The device¿s user interface (ui) printed circuit board assembly (pcba) was returned to philips for failure analysis. The technician verified that the standard test bed (stb) with the suspect ui pcba board installed, powered on without alarm or error code through the use of the power on button. The technician also verified that the stb with the suspect ui pcba installed, powered down without alarm or error code by the use of the power button and the ventilator shutdown button on the touch screen. The test vent also passed all testing noted in test 1 and 2 noted above. Through the use of a fluke 87 multimeter, the technician verified that the ui sw_pwr line (c44/ fb21 pin 3) was at a constant 4.73 vdc (volts direct current), which is the required voltage for the normal operation of the ui and stb operation in the power on and power off status. The technician could not duplicate the reported failure from the service. There was no fault found on the returned ui pcba. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.